Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ple60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the shaft and frames. No functional testing could be performed due to the returned condition of the device. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the blade of gun got stuck the manual over ride was used to bring the back to proximal end.